Event description:
The surgeon inspected the aq5010v three piece silicone lens prior to loading and noted that one of the haptics was longer than the other and mis-shaped. The lens was never loaded or used.

Manufacturer narrative:
(B)(4). After going through the device history record review and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the most likely root causes to the bent haptic may be surgeon or staffs handling technique. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation method - lens work order search. Results: visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found within the work order. (B)(4).